Manufacturer narrative:
A total of 93 strip vials were returned for investigation. Some of the strip vials that were returned from the customer had not been opened by the customer and were still in sealed cartons. When these cartons were opened, the cap for 36 vials was already opened. Performance testing was run on the returned vials. Open cap vials had high glucose results. Closed cap vials had acceptable results with all strips. Based on the performance testing of the unused vials that were found with open caps in the cartons, it was determined that the positively biased results observed by the customer at low blood glucose levels were most likely due to the strips being exposed to humidity. The exposure could have happened from the customer receiving opened vials in the sealed cartons.

Manufacturer narrative:
Request from FDA: please provide the details of your investigation into the root cause of packaging open strip vials into sealed cartons. Response from manufacturer: investigations confirmed that a vial can become open during shipping if strips are shipped at elevated temperatures (i.e. Temperature = 45°c/113°f) and the carton is dropped or handled roughly during the distribution process. It is only when these two conditions occur in combination that lead to the vial opening during shipment. At room temperature (22°c/72°f) the issue was not observed. The vials do not open when sitting on a shelf at these elevated temperatures. Elevated temperatures with normal handling also do not result in opened vials in sealed cartons. Product labeling instructs users to store unused test strips in the original container with the cap closed. However, it does not instruct users to examine the test strip container prior to using the test strips for the first time, and to not use the test strips if the container is open or damaged. The meter manual indicates that a control test should be performed if the test strip vial was left open. This statement could lead to customer confusion and an inappropriate outcome. Rather than performing a control test, the user should discard a test strip vial that has been left open or found open. Request from FDA: please indicate the number of lots this issue of open strip vials being packaged into sealed cartons has affected. Please also indicate whether this issue was isolated to the accu-chek inform ii test strips or if other strips manufactured by roche were affected. Response from manufacturer: for clarification, open strip vials are not being packed into sealed cartons. As described in further detail above, this is an issue that may occur under specific shipping conditions. In addition to accu-chek inform ii test strips, it is possible that the following test strips may also be impacted: accu-chek aviva plus test strip. Accu-chek performa test strip. Accu-chek smartview test strip. Request from FDA: please indicate the number of defective strip vials in the field. Response from manufacturer: the accu-chek inform ii issue was reported for strip lot 478604 from a single hospital in new mexico. The investigation confirmed that the failure mode for this lot was isolated to one shipment of strips to this individual hospital. None of these strips remain at the hospital. Request from FDA: please provide a list of similar complaints and any details of the investigations into those complaints related to false results due to open strip vials. Response from manufacturer: for accu-chek inform ii, 17 complaints related to opened vials for lot 478604 were reported by the same hospital customer. This includes the complaint for this MDR. As part of the investigation, all other escalated complaints for this lot number were evaluated. No other complaints for this lot number were found to be related to opened strip vials. The results of the investigation are described above. Request from FDA: please provide your action plan for addressing the issue of packaging open strip vials into sealed cartons. Response from manufacturer: as described above this issue may occur under specific shipping conditions and is not due to packaging open strip vials into sealed cartons. A CAPA has been initiated. An urgent medical device correction (umdc) will be initiated and product labeling will be updated. A umdc will be sent to the patients and distributors that roche has directly shipped in-date affected products. Roche plans to begin notifying u.s. Consignees on july 28, 2021. A copy of the umdc will also be posted on roche websites. A report per 21 cfr 806.10, correction and removal number 3011393376-07/20/2021-001-c was provided to FDA on july 20, 2021. The following tests strips may be affected and are in scope of the umdc: accu-chek aviva plus test strip. Accu-chek performa test strip. Accu-chek smartview test strip. Accu-chek inform ii test strip. Request from FDA: please provide your risk assessment of this issue, include a detailed clinical rationale/justification for your risk assessment. Response from manufacturer: an open vial might expose the test strips to humidity, which might damage the strips and could result in inaccurate results (such as positively biased or falsely elevated results). Inappropriate therapy decisions based on inaccurate results could lead to adverse health consequences. Internal investigation of the returned strips confirmed the possibility of a positive c-region bias at low bg. No fail safes were triggered. Zone c bias represents the potential for altered clinical action likely to affect clinical outcome. It was determined that the labeling at that time, regarding test strip storage and handling, was not sufficiently clear to prevent the use of test strips from an opened vial in all cases. Overall medical risk is assessed as remote. H9: correction/removal report number = 3011393376-07/20/2021-001-c.

Manufacturer narrative:
Medical assessment of the event stated infants at risk for hypoglycemia should be screened by measuring blood sugar by glucometer at ages 1, 2, 4, 6, 9 and 12h. Less frequent measurements are appropriate if blood glucose is stable. However, continued surveillance and more frequent measurements may be needed until blood glucose is stable >40 mg/dl or >50 mg/dl in very preterm infants. The inform ii meter manual product labeling states: the accu-chek inform ii test strips are for use with the accu-chek inform ii meter to quantitatively measure glucose (sugar) in venous whole blood, arterial whole blood, neonatal heel stick, or fresh capillary whole blood samples drawn from the fingertip as an aid in monitoring the effectiveness of glucose control. The system is not for use in diagnosis or screening of diabetes mellitus, nor for testing neonate cord blood samples. Also stated in the package insert for the inform ii strips: neonate samples: as a matter of good clinical practice, caution is advised in the interpretation of neonate blood glucose values below 50 mg/dl. Please follow the recommendations for follow-up care that have been set by your institution for critical blood glucose values in neonates. Glucose values in neonates suspect for galactosemia should be confirmed by an alternate glucose methodology. It is unknown what sample type was used for testing in this case. In an attempt to gather additional information, the lab director was contacted about the event. The lab director had been told by the neonatologist that the day of the event was (B)(6) 2020 and he and the care coordinator reviewed data in their lis and middleware systems. They did not find any neonate results or any information related to the allegation on (B)(6) 2020 or (B)(6) 2020 in their systems. The lab director stated they could not find anything related to this allegation and did not have any additional details that they could provide. It was requested by the facility that the lab director be contacted for any future communications related to the alleged event. Health professional is neonatologist. Unique identifier (UDI) # (B)(4) routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation is ongoing.

Event description:
The initial reporter alleged a premature neonate patient had a "high" blood glucose reading on an inform ii meter, serial number unknown, in the delivery room. At a later unknown time, the neonate was transported to another hospital and a serum sample was taken by the transport team which was tested in the laboratory. The result in the laboratory of the serum sample was around 25 mg/dl. It was unknown how long the neonate had low blood glucose and if any treatment was provided due to either result. It was stated by the initial reporter that it was unknown if there was any harm to the neonate. At this time no further information is available. This MDR is being submitted in an abundance of caution.